Event description:
A doctor reported that during cataract surgery, a system message was displayed indicating "no irrigation" available. They conducted troubleshooting and managed to continue; however, the problem reappeared and they were unable to successfully resolve the issue. They switched the cassette and console and completed the surgery. The impact to the patient was not reported. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).